Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The 70% stenosed and 16mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.5x20mm promus element stent, resulting in 0% residual stenosis following post-dilation. After the stenting procedure and prior to the patient's discharge, the patient experienced elevated troponin value and was diagnosed with a myocardial infarction without ischemic symptoms. No action was taken to treat this event and the patient was discharged the following day on aspirin and clopidogrel.

Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The 70% stenosed and 16mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.5x20mm promus element stent, resulting in 0% residual stenosis following post-dilation. After the stenting procedure and prior to the patient's discharge, the patient experienced elevated troponin value and was diagnosed with a myocardial infarction without ischemic symptoms. No action was taken to treat this event and the patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Date of birth: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).